Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the bms 500 image system assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor on the 7600 system displayed flickering lines, prior to use. Customer tried to image but there was no change. The system was also rebooted four times and lines would not clear. Another system was used for the case. There was no report of pt injury.